Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 105 was not reproduced. A review of the event history log revealed system error 105 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing motor. The motor, bearings and gears require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stopped the infusion and alarmed system error 105 (pic motor error) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.